Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-01193, 1221359-2021-01195, 1221359-2021-01196, 1221359-2021-01197, 1221359-2021-01198, 1221359-2021-01199, 1221359-2021-01194.

Event description:
The customer reported false positive results with the ID now covid-19 assay with multiple patients performed on multiple dates. This MFR. Addresses patient 8 of 8. The customer provided eight lot numbers (sometimes repeating). However, no information relating the lot numbers to patients was provided. The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Confirmation testing was performed on the same day with biofire and generated negative results. Confirmation testing was performed on (B)(6) 2021 on roche liat and generated negative results. The customer confirmed that the patient was symptomatic. The customer stated that the patient tested positive for pneumonia and experienced nose bleeds (bloody samples). The customer stated that because of false positive results the patient was isolated.

Manufacturer narrative:
Additional information from the customer clarified that there were only six (6) patients related to these events and not eight (8) as previously reported. Therefore, this MFR. Report is six (6) of six (6). Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144009 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: m144009, test base part number 190-430 / lot: m144009. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144009 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.